Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the dxc 700 au clinical chemistry analyzer. The fse verified alignments and no issues were found. The fse was unable to identify any system malfunction. The cause of false results is unknown. The fse suspects that the cause may have been patient sample itself due low sample volume. The customer had drawn a new sample and obtained normal results. No hardware parts were replaced. The cause could not be determined with the available information. There is insufficient evidence to suggest that the system or reagent malfunction. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is case (B)(4).

Event description:
The customer reported that they obtained erroneously low patient results with (g) flag on a four-month-old baby patient sample for triglycerides (trig), phosphorous (phos), urea nitrogen (bun), and protein on their dxc700au clinical chemistry analyzer. The erroneous patient results were reported out of the laboratory. There was a report of change in patient treatment, the patient received intravenous (IV) infusion treatment due to false results. The patient sample was redrawn, and treatment stopped after receiving new results which were considered correct by the customer. There was no report of death associated with this event.